Event description:
A report was received that the patient was not comfortable with the current location of the generator. The patient underwent a pocket revision wherein the ipg was replaced per physician's preference. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.